Event description:
It was reported that the patient had the inflatable penile prosthesis revised as the patient and physician could not cycle. The pump was hard to pump to inflate the device and gradually became impossible. At the revision surgery, immediately upon opening up the patient, the physician noticed that the tubing had become disconnected. The collets were in tact, but the tubing slipped out of the connector. The physician reconnected the pump and left the implant in place. There were no patient complications reported.